Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported right side capsular contracture baker grade IV and textured to smooth implant exchange. Device remains implanted.

Event description:
Healthcare professional reported, right side ¿any creases¿. Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. No additional observations were carried out. No further actions are required, as the device is observed, out of its sealed package.